Event description:
During a follow-up visit, approximately 6 weeks following successful implant of a 26 mm gore tag thoracic endoprosthesis device in a multitrauma patient, infolding of the tag device was apparent on films. Within 2 weeks, the tag device was surgically removed and a surgical graft was inplanted. Tihe patient tolerated the procedure well.